Manufacturer narrative:
Investigation: veterinary case. Samples received: 3 open pouches to analyze th complaint. Analysis and results: there are six previous complaints of this code-batch, five of them regarding the same issue (closed as not confirmed after analysis). Now, we have received two complaints of this code-batch from the same customer at the same time. We have received three open and unused samples for analysis. The three open samples have the needle detached from the thread and in one of them the thread is still wound on the pack. The thread seems that was escaped from the needle probably caused by a too low strength applied to attach the thread to the needle. We would need closed samples to assess properly the complaint. However, we confirm the complaint with the evidences found in the open samples received. Final conclusion: taking into account that the results of samples received do not fulfil the specifications, we conclude that the complaint is confirmed by evidence of the samples received. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. No corrective/preventive actions needed.

Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K011375. If additional information is received a follow up report will be submitted.

Event description:
It was reported the needle detached or missing from package. The reporter indicated that two different animal clinics reported on monomend mt suture for lot 118072 stating that the needle is being separated from the suture or the needle is not being present in the package. Additional information was not provided. This report is for the needle missing from the package.